Event description:
It was reported that the patient presented in clinic with non-sustained vt episodes due to noise. All electrical measurements were within range. Noise could be reproduced in-clinic. Suspected loose set screw was noted. The patient has an abandoned pace/sense portion of the previous lead in right ventricle and it was confirmed via x-ray that it was not touching the implanted active lead. Programming changes were made and the system will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.